Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level at the time of incident was 600 mg/dl. Customer had been using the insulin pump system within 48 hours of reported event. Auto mode feature was not activated at the time of low blood glucose event. Customer reported that they received an open book image error. Troubleshooting was performed. The insulin pump will not be returned for analysis.